Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. When she attempted to insert her carbohydrates to bolus, the numbers kept scrolling. She removed and inserted the battery but the insulin pump alarmed button error. The buttons were not working properly. Customer's blood glucose level was 173 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.